Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pre use that the cardiosave intra aortic balloon pump (iabp) had the ground of the power cord pulled out of the plug.no patient involved

Manufacturer narrative:
After further review it was determined that the record was opened for incorrect serial. Hence, the complaint is invalid and no follow up report is necessary.

Event description:
N/a